Event description:
Freedom driver tipped over when patient was getting back to bed. Device did not alarm. Hours later patient called to staff that she wasn't feeling well. Staff and patient could smell electrical burning from machine and machine feels hot to touch. Moments later, device failed and patient coded. Back up device connected to patient and patient fully recovered following brief intubation. Manufacturer response for freedom driver tah, freedom driver (per site reporter). Manufacturer has asked for device to be returned so they can interrogate machine.